Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual devices were not available; however, photographs of particles were provided for evaluation. Visual inspection of the photographs identified particles. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small fibers was observed in an unspecified quantity of 500 ml eva (ethyl vinyl acetate) bags. This was observed during preparation. There was no patient involvement. No additional information is available.